Manufacturer narrative:
The reported event of a power consumption issue was confirmed on the returned batteries. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event.  Log file analysis revealed multiple critical battery alarms involving the three returned batteries. It is likely that the patient interpreted these critical battery alarms to be a power consumption issue. Additionally, an abnormally high cycle count was detected for (B)(4). These critical battery alarms and the abnormally high cycle count are most likely due to communication anomalies between battery and controller. Analysis revealed that (B)(4) passed visual examination, however, the abnormally high cycle count was found during functional testing. The abnormally high cycle is due to a communication error between the controller and battery. Analysis revealed that (B)(4) passed visual examination and functional testing. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. (B)(4)/ 1650 / manufacturing date: 01/13/2016 / expiration date: 01/31/2017 / (B)(4).

Event description:
It was reported by the patient that three of his batteries were not holding a charge. The batteries were exchanged with no effect on the patient. Additional information was provided on 08/22/2016 indicating that there was no report of abnormal alarms or loss of power associated with this event. The length of time the batteries would last is unknown. The batteries were able to be charged when placed on the battery charger, however, were not able to hold the charge after being charged on the charger. The batteries will be returned for analysis.  No further information was provided.